Event description:
A report was received that the plastic bar of the et tube holder became separated from the adhesive tab after 6 days of use. This occurred while changing the position of the patient from the left to the right supine. The user facility believes the cause of the tab coming off, may have been due to tension being placed on the et tube while repositioning the patient.

Manufacturer narrative:
The device involved was not returned to the MFR as it was disposed of by the facility. No investigation was performed, as this is a known issue with neobars manufactured on this date. Due to concerns of the neobars dislodging from the adhesive tabs, the manufacturing of all neobars has since changed to include a welding procedure and no reports of tab separation have been reported to this day. This is the final report.